Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: initial reporter - name ni. Requested, not yet returned.

Event description:
During the procedure, the instrument fractured. There was no patient injury or delay in the procedure.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of the returned product which showed burrs and indentations in various areas. Device history record (DHR) was reviewed and no discrepancies were found. The instrument left the facility conforming to pre-defined drawing specification when manufactured. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.